Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had a scratches on screen and it affect the ability to read the screen, insulin pump rejecting the batteries and buttons had to push more than once to respond. The customer¿s blood glucose was over 200 mg/dl. The insulin pump will not be returned for analysis.